Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): when the needle assembly came off, they found that the safety clip did not cover the tip of needle, they found that the safety clip did not cover the tip of needle.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to the manufacturer for investigation. A f/u report will be provided after the inspection results are available. Reviewed the device history record and there were no such defect encountered during in-process and final control inspection. Process cards show no abnormalities. (B)(4).